Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that they had high blood glucose and needle was fracture. The customer¿s blood glucose level was 400 mg/dl and 500 mg/dl. The customer was treated with manual injection. The customer stated that needle was twice broken and lost in leg. Customer reports that they did receive medical treatment as a result of the needle fracturing while still in the body. The customer was treated for needle fracture with x ray and said it would be better to just leave it in. Troubleshooting was declined by the customer for high blood glucose level. The product will not be returned for analysis.